Event description:
The manifold kit is used during electrophysiology (ep) trans-septal ablation cases for the treatment of atrial fibrillation by means of saline and contrast control and pressure wave monitoring. Included in the kit is a pressure transducer which when connected properly to our monitoring/recording system, is used for measuring the pressure wave forms. After proper preparation and connection to our recording system, the manifold transducer was 'zeroed' per protocol. When turning proper stop-cocks 'to pressure', the anticipated reading never showed up. A new transducer was added to the existing kit and it displayed an accurate reading. There was no harm to the patient.